Manufacturer narrative:
No implants were made available for review as they remain in-situ. Based on review of the x-rays provided, the left s1 set screw loosened from the construct one month postop. Upon review of the two month post op x-rays, the set screw had disassociated from the construct completely. The surgeon and patient do not have any plans to revise at this time, and will continue to monitor the patient for pain or indications of required surgical intervention. Review of labeling: possible adverse events: bending, disassembly, or fracture of implant and components. Loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
A (B)(6)-year-old patient underwent a lumbar fusion surgery from l4-s1 on (B)(6) 2017 to treat leg pain, and a benign intraspinal facet cyst. The patient later developed distal junctional failure, and was diagnosed with progressive deformity, spinal instability, spondylolisthesis, and a 2-level pseudarthrosis, which prompted an additional spinal surgery on (B)(6) 2020 consisting of seaspine's mariner pedicle screw system from l1-s1. The patient was admitted to the hospital on (B)(6) 2020 as a result of drainage from her lumbar incision. MRI study revealed marked fluid collection around the patient's instrumentation indicative of abscess. On 24 aug 2020, seaspine was made aware that the left s1 set screw loosened in the postoperative period. No implants were made available for review as they remain in-situ.